Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded an untreated episode due to noisy signals, low amplitude and t wave oversensing. The technical services (ts) recommended a full assessment in the clinic with trying to recreate the oversensing seen and checking other vectors for improved sensing. This s-ICD remains in service and x rays were recommended. No adverse patient effects were reported. Additional information was received which indicated that, this s-ICD delivered an inappropriate shock due to noisy signals oversensing. The patient was hospitalized, and the system was turned off. An electrode fracture is suspected, and x rays will be performed. No additional adverse patient effects were reported.

Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded an untreated episode due to noisy signals, low amplitude and t wave oversensing. The technical services (ts) recommended a full assessment in the clinic with trying to recreate the oversensing seen and checking other vectors for improved sensing. This s-ICD remains in service and x rays were recommended. No adverse patient effects were reported. Additional information was received which indicated that, this s-ICD delivered an inappropriate shock due to noisy signals oversensing. The patient was hospitalized, and the system was turned off. An electrode fracture is suspected, and x rays will be performed. No additional adverse patient effects were reported. Additional information was received which indicated that, the whole system was explanted and replaced with a non-boston scientific device. X rays were performed and it was found that the s-ICD had pulled back to the sternum. No additional adverse patient effects were reported.